Manufacturer narrative:
Correction- e3 - should have physician selected instead of other healthcare professional. Correction- b1 and b2 - should have selected adverse event and required intervention. The reported events of low lead impedance and failure to capture were not confirmed. Final analysis found a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the lead exhibited failure to capture and low pacing impedance. The lead was explanted and replaced. The patient was discharged post procedure.